Manufacturer narrative:
Product analysis #(B)(4):evaluation determined burr was broken. The likely cause of the failure was identified as worn distal bearings of the attachement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis :evaluation determined that the burr was broken. The likely cause of the failure could not be determined. Details of correction: 01. H3 device evaluated changed from "no" to "yes" 02. H6 fdm code changed from b21 to b01 fdr code changed from c21 to c070603 fdc code changed from d16 to d12 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis product:mr8-asmc09, s/n:(B)(6) : evaluation could not reproduce the reported malfunction of burr stuck inside. However, it was noted that a piece of broken bur was received along with the device. It was also noted that laser engraving is faded and color ring is discolored. Details of correction: 1. D1 and d4 corrected. 2. H11 product analysis for product:mr8-asmc09, s/n(B)(6) added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-asmc09, serial/lot #: (B)(6), ubd:, UDI#: (B)(4). Date of event notification: 2024-07-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of dissecting tool breakage and attachment stuck on motor. No patient impact rep orted. Repair is being escalated to product event due to reason for the return.